Manufacturer narrative:
The investigation was completed on 08-dec-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record evaluation was performed for the (B)(6) finished device, and no internal actions related to the reported complaint condition were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 24-sep-2025. The specific section where the issue was observed was the hemostatic valve. The issue was air leakage. The sheath was being used on the patient. No air entered the patient¿s body. No blood return was observed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and observed air contamination at the side port. Hemostatic valve failure initially reported. During the varipulse procedure, after swapping with the octaray for the post-map, the air contamination could not be stopped. The hemostatic valve itself was not damaged. The procedure was continued by replacing the vizigo sheath with another new one. No patient consequence was reported. Additional information was received on 26-aug-2025. The issue was observed on the hemostatic valve and the issue was air leakage. The sheath was being used on the patient. No air entered the patient¿s body. No blood return was observed. Additional information was received on 01-sep-2025, which clarified the issue was air contamination was only confirmed at the vizigo sheath side port.

Manufacturer narrative:
H4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).